Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister on his back. Patient reported one of the rear therapy electrodes leaked gel. Patient advised the blister has burst and skin is now dry. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.